Manufacturer narrative:
(B) (4).

Event description:
Caller complained of stimulation in the wrong location when the device is turned on. Patient had ins implant and 2 octad leads several weeks ago. X-rays were taken but no results reported. Lead revision was done. Had to pull back the lead from t-8 to t-4, which was the original lead position. Patient now getting great stimulation since the revision.